Event description:
It was reported that the implantable neurostimulator (ins) was down to ¼ charge and the patient was concerned about an overdischarge. The patient tried to charge directly on the skin and had 8 out of 8 bars for ¿rc¿. The reporter indicated that the patient tried the spacer but not enough time had gone by for the ins to cool and a thermometer icon re-appeared. The ¿device¿ was reportedly overheating at the device pocket as the recharger was showing the thermometer icon. The patient had good stimulation for pain relief. The manufacturer¿s representative was going to meet with the patient at his post-operative visit on (B)(6) 2014. At the patient¿s follow-up appointment for stable removal, it was noted that the pocket was red and a bit swollen. However, the healthcare provider (hcp) did not believe it was infected. The hcp thought the redness was a skin reaction to the tape. It was indicated that this may have been the cause of the increase in temperature of the ins, which then showed the thermometer icon. No malfunctions were seen; there were no impedance issues and all contacts were in normal range. The patient was able to charge fully the day prior to the report with no ¿temperature problems¿. The patient was reprogrammed for better coverage of the right low back. The patient was getting effective therapy.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial # (B)(4)) found no anomaly.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was further reported that an explant was scheduled for 2014-(B)(6). The reason for explant was unknown at the time of the report. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient did not have a >50% symptom reduction. The patient's implantable neurostimulator pocket was irritated and sore. The pocket was sore upon sitting and recharging. The doctor offered to move the device but the patient decided to have their device explanted. There were no new devices implanted. The patient recovered from the surgery without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.